Event description:
Hospital reported continuing e39, fail to cycle problems.

Manufacturer narrative:
Lab testing of unit revealed; one of the capacitors readings on the power supply holdup supply capacitor pcb is unstalbe. It appears that the failure observed by the customer was caused by the unstable capcitor on the power supply holdup capacitor pcb. Unit was permanently exchanged for customer. No corrective action determined. Will continue to monitor.